Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not done". The patient's medical history included flank pain and seizure. Previously administered products included for an unreported indication: mirena in (B)(6) 2008. Concomitant products included cyclobenzaprine, ketorolac, naproxen, nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced nausea ("nausea"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In 2012, the patient experienced bacterial vaginosis ("vaginosis"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), dysgeusia ("parageusia") and tooth disorder ("dental problems"). Essure treatment was not changed. At the time of the report, the pelvic pain, menstrual disorder, nausea, dysgeusia, weight increased, vaginal haemorrhage, heavy menstrual bleeding, bacterial vaginosis, migraine, headache, bladder disorder, urinary tract disorder, tooth disorder, fatigue, depression, anxiety and vaginal discharge outcome was unknown. The reporter considered anxiety, bacterial vaginosis, bladder disorder, depression, dysgeusia, fatigue, headache, heavy menstrual bleeding, menstrual disorder, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: underwent treatment due to complications from the essure device. Patient received treatment for bladder/ urinary problem. Most recent follow-up information incorporated above includes: on 14-may-2021: mr received - new reporter, historical drug, medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.